Event description:
Reportedly, during a f/u of the pacemaker involved in this MDR report, the remaining longevity estimation was 16 months and battery impedance was at 4.12 kohm. Six months later, the pacemaker reached the elective replacement indicator and battery impedance was at 10.22 kohm. The device was explanted and returned for analysis. Although the hospital acknowledged the short life of the pacemaker, due to the programmed settings at high amplitude, an explanation concerning the remaining longevity estimation has been requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.